Event description:
During an esophagogastroduodenoscopy, the physician used a cook savary-gilliard wire guide. It was reported [that] the wire was placed through the scope without issue and scope was removed from the patient. The dilation was completed successfully with the device, but when the dilator and wire were removed together, it was noted that the spring coil tip of the wire was kinked/bent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The wire was returned in a coiled position and there was a bend in the coil spring. The bend / stretched coil spring was at 5.5cm from the distal end. Under magnification we could see there was a gray dried substance on the coil spring. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: during our evaluation we could see that the distal end of the device was bent on the coil spring at 5.5cm. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor for a kink is if the flexible tip of the sgw is not positioned correctly and monitored fluoroscopically. The instructions for use direct the user "introduce the device, floppy tip first, into the channel of the endoscope and advance until it is endoscopically visualized well beyond the tip of the scope." The user is further instructed "when the wire guide is in position well beyond the strictured area, slowly begin to withdraw the endoscope. Caution: continuous fluoroscopic monitoring of the wire guide is essential in order to ensure it remains in the proper position." Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.